Event description:
During laparoscopic ventral hernia repair, the salute fixation system instrument used to tack the mesh in place broke at the shaft. This required another instrument to be obtained while the pt was under general anesthesia. No apparent injury to pt. Both pieces of the instrument were accounted for.